Manufacturer narrative:
Four 72202595 twinfix ultra pk 4.5mm suture anchors used for treatment were reported on. The inserters were returned for evaluation. The complaint stated: ¿the tip of the introducer broke off and stayed in the anchor inside the bone.¿ per instructions for use, this product is recommended for shoulder, foot and ankle, hip elbow and knee applications. There is no data for hip use. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor.¿ no anchors were returned. No sutures were returned. Only inserters were sent back. One had been fractured at the tip. The distal portion was absent. Two inserter forks appeared undamaged. The fourth had twisted tines. Symptoms indicate excess torque was applied to the one that could not be removed and loss of axial alignment for the twisted one. Maintaining axial alignment is critical to successful implantation. No root cause related to the manufacture of this device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a hip replacement, when the first of the two anchors was being placed in the first hip, the tip of the introducer broke off and stayed in the anchor inside the bone. The tip can be seen in the x-rays. It would not have been possible to remove the broken tip as it is inside the bone deep to soft tissue and contained within the anchor. It is now fixed in place by the tying of the sutures, so it will not migrate. There was no significant delay and backup device was available. The procedure was successfully completed and the patient is doing well.